Event description:
The customer reported that the sys would produce an animated and snowy image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the video controller printed circuit board. The sys was tested and found to be working as intended and put back in svc.